Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On 2013, 6 months 14 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced menopause ("menopause"), fatigue ("fatigue"), myalgia ("muscle pain"), insomnia ("insomnia") and depression ("depressive state"). On an unknown date, the patient experienced muscle fatigue ("muscular fatigue") and muscle spasms ("spasmophilia"). The patient was treated with surgery (hysterectomy). At the time of the report, the genital haemorrhage, menopause, fatigue, myalgia, insomnia, depression, muscle fatigue and muscle spasms outcome was unknown. The reporter provided no causality assessment for depression, fatigue, genital haemorrhage, insomnia, menopause, muscle fatigue, muscle spasms and myalgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: genital haemorrhage the analysis in the global safety database revealed 1025 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.